Event description:
It was reported that upon opening the plastic sealed and undamaged cardboard box, it was realized that the hard plastic shell housing was cracked and the stem contaminated. No visible signs of damage to the outer cardboard box to suggest mishandling during shipping/handling. Doe: (B)(6) 2025, affected side: left hip.

Manufacturer narrative:
Product complaint # (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, "it was reported that upon opening the plastic sealed and undamaged cardboard box, it was realized that the hard plastic shell housing was cracked and the stem contaminated. No visible signs of damage to the outer cardboard box to suggest mishandling during shipping/handling. Doe: (B)(6) 2025. Affected side: left hip." No device associated with this report was received for examination. Product description: -actis collared std size 3. Product code: - 101011030. Lot no: - 4245425. Quantity of manufactured: - (B)(4). Date of manufacturing: - 01-sep-2023. Expiry date: - 31-aug-2033. IFU reference: - (B)(4). A manufacturing record evaluation was performed for the finished device product description: actis collared std size 3, product code: 101011030, lot number: 4245425 and one non-conformance was identified, however not related to the reported failure mode of the complaint. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: 1) quantity manufactured: (B)(4). 2) date of manufacture: 01-sep-2023. 3) any anomalies or deviations identified in DHR: one non-conformance was identified, however not related to the reported failure mode of the complaint. 4) expiry date: 31-aug-2033. 5) IFU reference: (B)(4). Device history review: a manufacturing record evaluation was performed for the finished device product description: actis collared std size 3, product code: 101011030, lot number: 4245425 and one non-conformance was identified, however not related to the reported failure mode of the complaint.